Event description:
On july 28, 2006, the lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high and prompting the error 2 and error 4 messages. The senior medical affairs specialist spoke with the pt on august 2, 2006 to obtain/verify information. The pt could not recall when her meter had started prompting the error messages; however, she had been able to obtain blood glucose results weeks prior to calling lfs. In 2006, she obtained a 108 mg/dl in the morning, while experiencing no symptoms of high or low blood glucose levels, took her prescribed "500 mg" oral medication, and ate breakfast as usual. Around noontime, she had a snack and decided to take a nap. Upon waking around 3:00 pm, she felt as though she was hallucinating, feeling disoriented dizzy, confused, and sweaty. She managed to get outside and over to her neighbor's home to have the paramedics contacted. Prior to the paramedic's arrival, the pt poured a glass of orange juice due to feeling hypoglycemic; however, she proceeded to test her blood glucose level prior to drinking the orange juice. She obtained a 159 mg/dl on the reported meter and based on the result decided that the orange juice would only raise her blood glucose even higher. The paramedics arrived and transported the pt to the hospital, without administering treatment or performing a blood glucose test. A result of 53 mg/dl was obtained at the ER approximately 1 hour later. She was administered graham crackers with peanut butter and admitted for three days to rule out cardiac problems. She was released with no diagnosis. The customer care advocate verified that the pt was using the correct testing technique and the test strips were in good condition. The meter was set to the correct unit of measurement. No further quality control testing was performed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: although the pt felt symptoms, the meter read 153 mg/dl. The pt was administered food for a blood glucose reading of 53 mg/dl obtained at the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them, and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.